Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);") and dysmenorrhoea ("dysmenorrhea (cramping);"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vaginal pain"), arthralgia ("joint pain/hip pain") and alopecia ("hair loss.);"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, arthralgia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Concomitant products included ibuprofen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);") and dysmenorrhoea ("dysmenorrhea (cramping);"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vaginal pain"), arthralgia ("joint pain/hip pain") and alopecia ("hair loss.);"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, arthralgia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received event "plaintiff did not undergo confirmation test" was added. Concomitant drug, surgery information were updated. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain,') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vulvovaginal pain ("vaginal pain"), arthralgia ("joint pain/hip pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), dysmenorrhoea ("dysmenorrhea (cramping);") and alopecia ("hair loss.);"). The patient was treated with surgery (device removal surgery done). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, arthralgia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs received: events abnormal bleeding (vaginal, menorrhagia); dysmenorrhea (cramping); pain; hair loss added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.